Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
This report is filed march 17, 2016.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, to due to inflammation and electrode migration. Re-implantation is planned, however has yet to occur as of the date of this report.